Event description:
Complainant alleged that during incoming inspection of the product, the device displayed a green dot in the lower left corner of the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.